Event description:
A charite disc was implanted at the l5-s1 level of the lumbar spine. The disc did not function as promised, and rather than decrease pain and increase mobility, the disc implantation has increased my pain significantly and has rendered me unable to perform normal daily functions or perform normal sexual activity due to the extreme pain and lack of mobility. Dates of use: 2007 - present. Diagnosis or reason for use: l5-s1 disc rupture - derangement.